Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of the insulin pump was not working. Customer's blood glucose level was unknown. Insulin pump had cracked on backside of case. It was unknown that the insulin pump will be returned or not for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with fully functional keypad, however peeled off keypad overlay and device received with corroded keypad traces. Keypad flex connector is plugged in properly. Device properly tested with self test. No button error alarm noted upon testing.